Manufacturer narrative:
The olympus field service engineer noted the subject scope was functioning normally, therefore, the facility declined to return the device to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a diagnostic enteroscopy procedure the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The hospital powered the device off and on, unplugged and plugged the scope back into the evis lucera elite video system center several times, during which an e315 scope error message (no image) and a b30 scope communication error (no image) were presented. After several attempts, the device worked again, and the intended procedure was completed with the same scope and the evis lucera elite video system center with no surgical delay. No patient injury reported. The device had been inspected prior to use with no abnormalities. This report is to capture the reportable malfunction of the e315 scope error message.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.